Event description:
While wearing the external equipment, the pt reportedly received an electrostatic discharge followed by loss of lock. The pt was seen at the center. Testing performed confirmed that the device was not functional. Surgery has been scheduled to explant the c1 device.